Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. Device received with pillowing keypad overlay and torn display window cover. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 200 mg/dl. The user alleged the insulin pump was under delivering insulin due to getting the same amount of insulin being delivered. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.